Manufacturer narrative:
A software investigation was initiated (methodology: reproducibility) and it was determined that the behavior described was the intended behavior of the software. Software was functioning as designed. Unable to determine probable cause since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the inaccuracy was about 3mm, the cause was unknown, and the inaccuracy was resolved during the procedure with endoscopic image and judgement of the physician.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. No issues were found ad4nd the system passed the checkout. Device UDI not available. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a functional endoscopic sinus surgery (fess). It was reported that there was an alleged inaccuracy. There was no problem when using the ball tip instrument, but when checking with a blade instrument, it was inside the eye socket. The procedure was completed with no issues. There was no reported delay and no patient impact.